Event description:
It was reported that the bd alaris pump module smartsite infusion set was occluded. The following information was provided by the initial reporter: the clamp was engaged on the extension set (B)(6) between the primary tubing 2420-0007 and the vascular access device. It has happened on both peripheral and central lines. Both have the (B)(6) connected. On the 4th event, the roller clamp on the primary set was said to be engaged. All were delivered as primaries. In each case the infusion did not complete and had to be reprogrammed after the clamp was opened. In each of the cases the flow rate was higher than 30mls/hour so the occlusion pressure setting would be at 525 and a clamp engaged should cause an alarm in a reasonable time frame, unless the clamp is not fully engaged.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information provided.